Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional details regarding treatment were not provided. The recipient's infection has reportedly resolved. This is the final report.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Event description:
The recipient reportedly experienced a skin flap infection and necrosis. On (B)(6) 2018. The recipient was hospitalized. On (B)(6) 2018, the recipient's device was explanted. The recipient will not be reimplanted. The recipient's infection is healing.